Manufacturer narrative:
No report of patient involvement. Of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the unit had a lot of moisture. The unit was cleaned and dried out. The unit was returned to service.

Event description:
The hospital reported the unit was unable to mechanically ventilate. There was no report of patient involvement.